Event description:
It was reported that the clip applier failed. It later was reported that during a laparoscopic cholecystectomy that already had been converted to an open cholecystectomy prior to the use of the device, when the device was applied to the cystic duct, it cut rather than clipped it. A new clip applier was opened and used to ensure closure of the remaining cystic duct severed ends and the procedure progressed. There was no further issue/injury noted.

Manufacturer narrative:
Final device investigation revealed that the clip retainer was out of position. As a result, when the device was actuated, the clips were ejected instead of being held in the jaws for placement.